Event description:
The lead was explanted and returned due to infection, and was reported on the july 31, 2006, alternative summary report. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.